Manufacturer narrative:
Physio-control further evaluated the device and determined that root cause for the device powering down by itself was a faulty battery cell. Designator bt2, of the internal battery. A replacement device was provided to the customer.

Event description:
Found during routine inspection. Caller reported that device is displaying charge-pak and attention icons. The device was returned to physio-control and when it was evaluated, it lost power by itself shortly after being powered up.